Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The service rep replaced the surge suppressor. The system was tested and operates as intended.

Event description:
The customer reported intermittent power shutdown on the 9600 system. No pt injury was reported.